Manufacturer narrative:
Additional information added in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information was received from the customer on june 12,2025. The failure was detected during installation. There was no associated procedure and no patient involvement. According to this updated event description there is no information that the event caused a harm or serious injury to patient, user or third.

Event description:
It was reported that the left side of the image is blurred. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).